Event description:
Per the audiologist, the pt reported intermittency and "pressure/pain feeling under her skin" at the magnet site. There was no redness or irritation to the skin when examined. The pt's external magnet was replaced with a stronger magnet adjusted to the greatest distance to the skin. The use of a "spacer" was recommended. Reprogramming the sound processor did not alleviate the problem. An x-ray (date not reported) showed the "body of the implant moved". It was also noted there was a "broken flat plate electrode". The pt's device was explanted in 2009, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This report filed, january 20, 2009.